Event description:
E.coli urinary tract infection [escherichia infection]. Penfill had a fault, no insulin coming out [device failure]. Feeling unwell and found blood glucose raised [blood glucose increased]. Case description: the incident does not represent a serious public health threat. Medical device information: (B)(4). This spontaneous case from (B)(6) was reported by a medical doctor and consumer as "e.coli urinary tract infection", "penfill had a fault, no insulin coming out" and "high blood glucose levels" and concerns a (B)(6), female, pt, treated with insulatard penfill hm (ge) 3ml (long acting human insulin) in a novopen 3 from (B)(6) 2001 and ongoing for type 2 diabetes mellitus. (B)(6). Medical history: type 2 diabetes mellitus since 2001, hypertension since 2005, back pain and arthritis since 2004. The pt had a prior history of hyperglycemia on (B)(6) 2010, however, no admission was needed. On (B)(6) 2010, the pt's husband had fitted a new insulatard penfill cartridge into the novopen 3, which the pt utilized for both her morning (70 units) and evening dose (20 units) on (B)(6) 2010 and again for her morning dose on (B)(6) 2010, without noticing that no insulin were being injected. The cartridge was still on 230 units as the pen action was normal. On (B)(6) 2010, around 13:00 hours the pt felt unwell, she felt pains in the tummy and took sulphur for 2-3 hours. The pt's husband attempted to inject 20 units of insulatard before the pt ate a sandwich around 17:00 hours. He noticed the penfill still registered 230 units, as the insulin did not come out of the pen. Instead he performed the injection with a new penfill cartridge. Subsequently the pt's husband tried the faulty penfill in 3 back up pens and one activated the insulin. Yet as the pt became more unwell, her husband arranged for a doctor and an ambulance to come. On (B)(6) 2010 at 00:15 hours, the pt was hospitalized with high blood glucose levels and an e-coli urinary tract infection, with symptoms of "pains in tummy". Urine culture showed e-coli. She was treated for 7 days in the hospital. She was treated with insulin, antibiotics and rehydration. On (B)(6) 2010, the pt was discharged. The pt recovered from the events e.coli ut infection and "found blood glucose raised" on the same day. On (B)(6) 2010, hba1c 8.1%. The pt had not experienced an unexpected increase in insulin requirements. Most recent hba1c 8.1%. No known recent changes in physical activity and diet. On (B)(6) 2010, the pt's husband is not happy, he was complaining about the cartridge - not the insulin. The suspected product has been returned for analysis. Nothing abnormal was found in the insulin. The pt does not change her needles after every injection and stores the device with the needle attached. The outcome of the event "feeling unwell and high blood glucose level" was recovered. The outcome of event "device failure" was not reported.

Manufacturer narrative:
Analysis reply: insulatard penfill 3 ml. (B)(4). Investigation and results: the returned insulin was examined macroscopically and microscopically. Furthermore, the parameters identity, assay and degradation were examined. And a ph analysis was also performed. The insulin was found to be within the specifications. As the cartridge was empty when returned from the chemical analysis, a test medium was added to the cartridge and tested in a novopen3 with a new needle mounted. During testing it was possible, without any problems, to deliver insulin from the cartridge. It was not possible to detect any abnormality regarding the cartridge. The (B)(4) were found to be normal. Furthermore, no cracks were found in the glass. The product was found to be normal. Please note: the novopen3 was updated to a suspected product based upon information rec'd (B)(6) 2010, thus necessitating initial MDR submission. Comment: company comment: diabetic pts are in general more susceptible to infections as high blood glucose level can weaken the pts' immune defenses. Novo nordisk has recommended using insulin delivery device (novopen) according to the instruction manual, of which any deviation may cause the damage of pen or uncorrected dose administration, as a consequence this can result in hyperglycemia or hypoglycemia to the pt. Novo nordisk recommends that devices with changeable needles are always stored without the needle attached. Leaving the needle attached on the device increases the risk of accidental needle stick injuries to those handling the device and of damage to the device with subsequent injury to the pt. Other deviations from the recommended usage may also affect the injected dose and damage the device with subsequent injury to the pt. Reporter comment: reporter's alternative etiology: not reported. Final comment from the manufacturer: as no device has been returned to novo nordisk (B)(4) for investigation, it is not possible to find a clear root-cause for experienced events. However, the reporting rate for hyperglycemic related events seen in connection to novopen3 use is low and stable and no other cases with escherichia infections in the urinary tract has been reported.